Manufacturer narrative:
Product development investigation was performed on the returned device (bone holding forceps-soft ratchet f/plates to 7mm wide, part # 399.081, lot # 5910991). The investigation of the complained bone holding forceps shows that the one of the holding clamps is broken off. The broken part was not returned. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Lot 5910991 was manufactured in may 2011 and all parts were according to our specifications. All devices were sold meanwhile and we are not aware of any quality issues associated with this article- and lot number. The used material was as required and the harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Therefore a manufacturing issue can be excluded. Mechanical overloading during use is most probably the root cause for the breakage of the clamp. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records review was completed for part# 399.081, lot# 5910991. Manufacturing location: (B)(4), manufacturing date: may 16, 2011. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, date of birth and weight are not available for reporting. Device is an instrument and is not implanted / explanted. (B)(6). The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016 patient underwent surgery for reduction of distal ulna fracture. During the fixation with the cortical screw, the clamp broke. The doctor used another clamp to finish the procedure without mishap. There was no patient harm reported. The surgery was successfully completed. No delay in surgery was reported. This report is for one (1) bone holding forceps. This is report 1 of 1 for (B)(4).